Event description:
Medtronic received information that an echocardiogram of this bioprosthetic aortic valve noted stenosis (110mmhg) and calcification. The decision was made to explant and replace the valve, which was performed without reported complication. It was reported that one leaflet of the valve was damaged by the surgeon during explant. To date, there have been no reported patient symptoms.

Manufacturer narrative:
Analysis: visual examination of the returned valve demonstrates thrombotic appearing host material attached to the outflow of all cusps, making them stiff. Secondarily, white pannus extends from the margins of attachment of all cusps on the inflow and approximately 2 to 4 mm onto all cusps. Tears on all leaflets at the left right commissure and right non-coronary commissure appear to have occurred during retrieval. Radiography shows no evidence of mineralization on the valve. Review of the device history record shows that this device met manufacturing specifications when released for distribution. The device was manufactured in 2000, with an expiration date of march 20,2003. The device was implanted after the labeled use by date. Conclusion: analysis indicates that the stenosis was primarily caused by the thrombotic appearing host material, which is considered a patient related condition. Device replaced without reported patient complication.